Manufacturer narrative:
Findings: no button error alarm noted. Act button did not respond due to corroded keypad trace. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 144 mg/dl. The customer was trying to deliver a bolus and received an alarm. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.